Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient feels electric sensation throughout their body when the patient went into the storage room at five below. The rep further described it as a shocking sensation. The rep said the storage room has a lot of metal surface racks. The rep said patient won't feel the sensation if patient wasn't in the storage room or if therapy is off while in the room. Technical services (ts) reviewed with rep that if this is a system issue then patient should feel the sensation whether patient was in the storage room or not. If the issue is the storage room then patient should feel something even if therapy is off when in the room. The rep said there was no impedance issue. Technical services told the caller there is no explanation for what the patient felt.

Manufacturer narrative:
Date of event: asked, but unknown. If information is provided in the future, a supplemental report will be issued.